Manufacturer narrative:
(B)(6). Concomitant medical product: all poly patella cemented 35 mm diameter, cat#: 42540000035 lot#: 62793061; femur cemented posterior stabilized (ps) standard right size 11, cat#: 42500607002 lot#: 62789109; tibia cemented 5 degree stemmed right size f, cat#: 42532007502 lot#: 62870389. Customer has indicated that the product will not be returned [location unknown at this time] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It has been reported that the patient was experiencing pain, soreness, swelling and tightness. Subsequently, the patient was revised and the articular surface replaced. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.